Event description:
It was reported that during a remote follow up, undersensing was noted on the device. Abbott technical support was contacted, the session records were reviewed, and the undersensing was suspected to be due to r-wave amplitude variation. Reprogramming of the device was recommended, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.